Manufacturer narrative:
The customer reported that there was a "call service check alarm settings" error message during treatment. The customer had a patient on the cardiohelp device with a back up cardiohelp near by but has decided not to change to another cardiohelp at that time. When the device arrived at the service there was a note from the customer that there was a "venous bubble sensor defective" error message during use. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-05. The reported "call service check alarm settings" error message could not be replicated. The glass of the bubble sensor had a foreign material on it, so it was cleaned. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file review was performed on 2023-01-09 and it could be confirmed that on 2022-12-16 there was "call service check alarm settings" error message at 23:42:38 (cardiohelp time). Also a "venous bubble sensor defective" error message could be confirmed to have occurred on 2022-11-16 at 11:23:23 (cardiohelp time). Due to the difference of 30 days between dates and because the customer switched the device off in between for several days it is concluded that the two events occurred on two separate treatments. The failure "error message: call service check alarm settings" could not be replicated. Therefore no exact root cause could be determined. A similar case was however investigated by getinge-lifecycle-engineering on 2021-11-12. The log files were analyzed showing that c reset caused the hmi to restart. Due to the lack of comparative cases to the log message 003b000 from the field, it is not possible to name a reliable root cause of this misbehaviour. The failure "error message: venous bubble sensor defective" could be solved by cleaning the glass of the bubble sensor, which had a foreign material on it. Therefore the root cause was determined as improper cleaning. According to instruction for use of the cardiohelp system, chapter 9.4 technical alarm this type of error message inform the user that there is an error that require the service to diagnose the fault. In addition the instructions for use, chapters 2.2.5 and 5.4.4 the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. Further the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2023-01-20 for the period of 2018-02-16 to 2022-12-17. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-02-16. Based on the results the reported failure "error message: call service check alarm settings" could be confirmed through log files but it is not replicable and the failure "error message: venous bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported that there was a "call service check alarm settings" error message during treatment. The customer had a patient on the cardiohelp device with a back up cardiohelp near by but has decided not to change to another cardiohelp at that time. When the device arrived at the service there was a note from the customer that there was a "venous bubble sensor defective" error message during use. Complaint ID: (B)(4).

Event description:
The customer reported that there was a "call service check alarm settings" error message during treatment. Customer had patient on device with a back up cardiohelp near by but has decided not to change to another cardiohelp at that time. When the device arrived at the service there was a note from the customer that there was a "venous bubble sensor defective" error message during use. The event date of the second failure was not provided. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-05. The reported "call service check alarm settings" error message could not be replicated. The glass of the bubble sensor had a foreign material on it, so it was cleaned. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2023-01-20 for the period of 2018-02-16 to 2022-12-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-02-16. A follow-up medwatch will be submitted when additional information becomes available.